Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, device could not be connected to the programmer via bluetooth. Two different programmers were used, but the issue persisted. The bluetooth connection would intermittently disconnect, and reconnection was difficult. Clearing the episodes and egms from the device did not help. No further action was taken. Patient was stable and was sent home.